Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.

Event description:
It was reported that the 9900 system is adding annotation from previous images to newer images, when they are saved. There was no report of pt injury.